Event description:
Transvenous pacing wire inserted for complete heart block. Pacing wire "would not pace." Physician determined catheter to be malfunctioning, catheter removed, 2nd catheter placed. New catheter paced and captured pt's rhythm.